Event description:
A 5.5 mm trocar and cannula used for laparoscopic procedure. In closing abdomen, physician observed piece of trocar remining in abdomen. Trocar removed, and all parts accounted for trocar has a seam at the proximal end of blade connecting blade to cannula. The cannula disconnected at this point.